Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: vasopressin at 2.4 units/hr. Started ringing air bubble, immediate trouble shooting from writer, restarted pump to finish report. Pumped alarmed again at 1006, needed to take said air bubble" out. By the time I primed the line 5ml the patient's bp was 60 systolic with a map of 42. Required rapid increase in norepinephrine while trying to get air bubble out. This patient is in critical condition and actively getting harmed by pump errors.".